Event description:
The user facility reported that the safety device on the needle was hard to engage. A needle stick occurred while using the device.

Manufacturer narrative:
B3: date of event: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E1: establishment address: unknown. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown lot number. We were unable to determine the details of the actual condition of the sample as it was not available for evaluation. Since the lot number is unknown, an evaluation was not performed. The collar and sheath are manufactured in-house with validated tpc molding machines. No records were checked since the lot number is unknown. This is the first time we have received this specific complaint for 25g mckesson needles in the last two fiscal years. Representative samples of 25g mckesson needles were simulated. The samples were activated using three methods: finger, thumb, and hard surface activation. All of the samples were successfully activated, and the cannula was captured under the sheath tooth. There were no difficulties encountered during the activation. Based on the investigation, we cannot identify the cause of the problem. Limited information was provided related to the complaint. The actual sample is also not available for further investigation, and no retention samples or lot history files from the reported lot were checked since the complaint lot number was unknown. We have routine inspections to check the condition of the products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the needles. Therefore, our process is assured. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which include cautions, precautions, and warnings to avoid problems during sheath activation. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.